Manufacturer narrative:
Legal manufacturer: hcs helsinki - kuortaneenkatu 2 finland helsinki etela-suomen laani, fin-00510 d4: no UDI available as device was manufactured prior to UDI compliance date. Ge healthcare's investigation is in-progress. A follow-up report will be submitted when the investigation is completed.

Event description:
It was reported that the monitor provided incorrectly high invasive blood pressures for which the patient was treated with medication. The patient did not sustain any injury due to the alleged unnecessary treatment.

Manufacturer narrative:
A ge healthcare (gehc) field service engineer tested the b40i bedside patient monitor with a simulator and confirmed it was operating within specifications. It was observed that the customer was utilizing a non-gehc approved invasive blood pressure cable from an unidentified manufacturer. Visual inspection of the cable's connector pins revealed signs of oxidation which may have resulted in poor electrical contact contributing to the inaccurate readings reported. A review of historical complaint data did not reveal any adverse trend associated with this issue. The user manual warns that inaccurate readings can occur due to the use of unapproved accessories. No further actions are planned by gehc.